Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the application being was utilized inadvertently was confirmed and displayed an "invalid credentials" message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that difficulties were encountered when attempting to pair the patient connector with the remote monitoring application. An attempt was then made to pair the patient connector with the mobile programmer application for use. It was observed that the mobile programmer was in a system configuration process and paired with the patient connector, however displayed an "invalid credentials" message. Technical support assisted with updating the programmer however the issue persisted. Technical support queried the use of the mobile programmer application and it was found that the application being was utilized inadvertently instead of the remote monitoring application. Technical support advised to only use the remote monitoring application. There was no patient involvement.